Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received treatment from paramedics and admitted into the emergency room on (B)(6) 2022. The patient reported that they ate and bolused for 30 grams of carbs. The patient reported that they think they may have overcounted grams and gave themselves too much insulin. The patient was woken up and felt very hot and then was not responding to their husband. The patient¿s husband proceeded to call 911 and performed cardiopulmonary resuscitation on the patient. The paramedics gave the patient sugar and then took the patient to the emergency room. The patient's blood glucose levels reached 21 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hypoglycemia and feeling hot. The patient was treated with sugar and fluids. The patient was 3 hours later the same day.